Event description:
A customer contacted baxter to report that solution leaked from the tip of the transfer set even after the transfer set was set to close/lock. This occurred during patient use. Although there was patient involvement, no injury reported associated with this event.

Manufacturer narrative:
(B)(4).the sample has been reported to be available for evaluation and has been requested.a follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). One used set was received with cap on dark blue connector and no cap on patient connector in reference to leak. The set was functionally hand tightened to a lab titanium adapter without difficulty. Set was then tested underwater at 8 psi with leak noted. Set was visually inspected and noted that both of the occluder feet was broken. During visual inspection, it was noted that there was no whitish spot on the occluder leg. The complaint was confirmed in the lab for leak resulting from broken occluder feet resulting in fluid leakage through the set, but baxter was unable to find the root cause of the occluder foot breakage.